Manufacturer narrative:
Additional information: the index procedure was prompted by stemi. The patient has a medical history of hyperlipidemia, hypertension, tia. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three resolute onyx des were implanted, one in the cx and two in the lad. It was reported that thrombectomy was carried as part of the index procedure.